Event description:
A malfunction alarm was reported, with the customer noting a specific malfunction code. There was no adverse impact on the customer's blood glucose level. The customer had previously reset the pump and agreed to use manual injections as a backup therapy. Technical support arranged to replace the pump and provided instructions for returning the faulty device.